Event description:
Information received per attorney alleging on or about january 2000 through 2001 patient was hospitalized on numerous occasions due to problems with the operation of the pump." States suspected problem with rotor of the pump. Pump was replaced in 2001. No device return for analysis to date. A follow up report will be sent when additional information is received.